Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and displacement test. Power connector plug in and locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level and insulin pump had blank display. Customer¿s blood glucose level was 562 mg/dl at the time of call. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was performed for blank display. Customer stated that he changed the battery but the insulin pump display did not turn on and it was completely blank. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.